Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and controller were returned for evaluation. The outflow graft was not r eturned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Visual evidence of the outflow graft provided by the site did not provide clear evidence of a tear or kink in the outflow graft. Failure analysis of the returned controller revealed a damaged pin in the serial port; the damaged pin did not allow a data cable to properly connect to the controller. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2019 and 3 low flow alarms logged on(B)(6) 2019. No vad stopped or vad disconnect alarms were logged within the analyzed period. As a result, the reported damaged controller pin and "no flow" events were confirmed; however, the reported outflow graft tear/kink event could not be confirmed. Based on the available information, the most likely root cause of the reported damaged controller pin event can be attributed to the patient fall event, as described in the event details. The most likely root cause of the low flow event may be attributed to a tear or kink of the outflow graft during the reported fall/driveline snag event. Additional products: serial#: (B)(4). Device available for evaluation?: yes. Return date: 12-jun-2019. Device evaluated by MFR?: yes. Dev rtn to MFR? Yes. FDA method code(s): 10, 4112. FDA results code(s): 3243. FDA conclusion code(s): 19. Lot#: 17328723-1073. Device available for evaluation: yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 13-sep-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ outflow graft. Model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2023 / lot#: 17328723-1073, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 01-apr-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stood up in the night, collapsed and fell to the floor. The driveline of the ventricular assist device (vad) became fixed onto something and was pulled out a minimum of 10 cm which caused the flow to stop. The patient required cardiopulmonary resuscitation (CPR) and was subsequently implanted with extracorporeal life support. The data port of the controller was damaged with a pin that was missing after this occurred. The patient was taken in for a pump exchange. Due to the pull of the driveline, the outflow graft was torn and kinked. The outflow graft was partially explanted and the controller and vad were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system ¿ outflow graft: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed away due to hypoxic brain damage induced by prolonged cardiopulmonary resuscitation (CPR).